Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the lock of the a2114 mayfield infinity xr2 skull clamp was not engaging. There was no known patient injury or surgery delay.

Manufacturer narrative:
(B)(4). Product was received, however, the unit received was one a2002 mayfield 2000 radiolucent skull clamp, not an a2114. The a2002 is obsolete and no longer repaired by service and repair, so the device was returned to the customer unrepaired. Given the age of the unit (2007 manufacture), any locking issue was likely due to normal use and wear of the product. Mayfield skull clamps can experience locking issues following long periods without preventative maintenance and cleaning. However, the reported issue could not be confirmed for this specific unit since the device could not be evaluated. Manufacturing records were reviewed and found no anomalies. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.